Event description:
The customer reported that, the shaver handpiece stopped working during a knee arthroscopy procedure. No injuries or delays were reported.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for evaluation. During investigation, it was noted that the on/off button did not operate. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.